Event description:
It was reported that during revision surgery from ukr to tkr, when switching burrs, 5mm to 2mm, set the burr type to 2mm round on speed mode for homing. Homing passed and workflow bounced back into femur cut screen and immediately showed a 'handpiece exposure motor failure error' when handpiece became visible. At this point, femur was done and for resecting the tibia, used the ap guide to finish cut block peg holes.

Manufacturer narrative:
H10: the device was used during treatment and was returned, along with the log files, for a prior investigation. The initial visual evaluation was performed by reviewing the returned log files which found that an "over current" error had occurred. When the error can only be cleared by rebooting the system, it is indicative of an issue in the siu firmware that randomly causes the handpiece error message and is not indicative of an issue with the handpiece. A functional evaluation was performed on the handpiece to determine if there was damaged wiring by manipulating the cable that connects to the handpiece. The handpiece functioned as, which confirms the issue in the siu. There was no serial number provided for the DHR review of the siu so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. This issue will continue to be monitored. The surgical technique guide released at the time of the complaint ((B)(4)) provide instructions troubleshooting information on the navio surgical system to provide solutions for the most common problems. It states if the problem is "navio surgical system fails to launch, smith and nephew robotics customer service should be contacted (p.167)." This failure mode is identified within the risk assessment. The relationship of the device and the reported event has been established. The over current error that occurred was due to an issue in the siu. As a result, the root cause of the reported event was due to an electrical component failure. Per complaint details, the device malfunctioned during use. Based on the information provided, there was no surgical delay or patient injury/impact as the surgeon "used ap guide to finish chamfer cut block peg holes" to successfully complete the procedure. Therefore, no further medical assessment is warranted at this time.